Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before an intraocular lens (iol) implant procedure, a tear was observed at the edge of the lens, so it was replaced with a new one. The surgery was completed successfully without any harm to the patient. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned in two segments adhered to each other positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two. The optic edge is nicked/chipped-rejectable. We are unable to determine the root cause for the reported complaint "tear at the edge of the lens". The observed damage is consistent with lens having been explanted. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).